Manufacturer narrative:
Per tandem¿s user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the fill tubing sequence while connected at the infusion set site, resulting in unintended insulin being delivered. Customer's blood glucose was 212 mg/dl. Customer removed the infusion set site from the body to address the issue. A supply change was performed and insulin delivery was resumed.